Event description:
The manufacturer received information alleging a ventilator had no flow. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue with a ventilator having no flow. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the customer's complaint was not confirmed. The device operated and alarmed to design specifications.